Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is monitored and has not been revised to date. Since implant date is unk the complaint will be handled as a case prior to (B)(4). The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available an updated report will be submitted. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabula cup. It was reported by pt's counsel that the pt received an implant and currently being monitored due to unk reasons. Since implant date is unk the complaint will be handled as a case prior to (B)(4).